Manufacturer narrative:
(B)(4) date sent: 8/18/2021 the account provided a photo. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photo review, the event described cannot be confirmed, since no malformed staples could be observed. However, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: slr surgeon recalls it tore tissue, pushing out jaws. Sticking to reload causing a gastrotomy. First 2 firings went smooth. He clamped down and waited 30 seconds, seemed to start firing fine but stuck when pulled off. This is when hole was noticed. Swished and wiped thoroughly in kidney basin with a good amount of water. Knife damaged and cartridge deck was damaged.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2021. D4: batch # u5e14x. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two gst60d reloads present. The reload (b) was received fully fired and with damage on reload deck. The reload (c) was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch #: unknown. No lot or batch number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: additional follow-up is being requested based on the device cleaning method that is used for the device at your facility. Can you please explain the cleaning method you use? Scrub tech cleans the device by rinsing the jaws in a wide shallow bowl and then wiping the jaws down with a lap sponge prior to reloading the cartridge and slr. Additional information received: typical cartridge selection is black, gold, and sometimes blue at end. 3rd firing with gold cartridge a strange noise was heard. Opened jaws and saw jagged staples sticking up and cart was coming away from pan. Patient side had issues, not specimen. Completed firing sequence. New stapler used to complete and oversewed the whole area. Bad one discarded. Does use a 50 bougie. 5/11, 3rd firing with gold reload, strange noise. Tore through tissue. Device saved. Left hole in stomach. Used green to staple over. The bougie was visible. Oversewed and did leak test, patient ok. Seems tissue pulled. The surgeon fires with the anvil up using slr, cleaning technique- swishes and wipe with damp lap sponge. Large container but not as deep as it should be. Slr cleaning technique reviewed.

Event description:
It was reported that during the third firing on a sleeve gastrectomy, the stapler/reload fired with malformed staples tearing through the tissue and causing a hole in the tissue. New stapler and new reloads from different lot number opened and used to complete additional firings on the sleeve. New stapler and reloads performed fine. Staple area where stapler malfunctioned had to be stapled over with a green reload and jagged staples and remnant buttress material had to be cut off the new staple line. Surgeon also had to over sewed the staple line and the hole caused by the malfunctioned staple. The procedure was completed with no patient consequences reported.